Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. While removing the tubing set, pt noticed fluid behind the tubing set. Pt was administered prophylactic antibiotics and his effluent remained clear. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.